Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported testing within 10 minutes on her accu-chek aviva meter on (B)(6) 1206 : 2:56 pm 229 mg/dl, 2:57 pm 197 mg/dl, 2:59 pm 366 mg/dl, 3:00 pm 122 mg/dl. No adverse event alleged. Strips are not available for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.